Event description:
This lead was implanted on 2006 and was capped on (B)(6) 2011 due to high defibrillation threshold issues. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).